Event description:
During a conversation with a territory manager and a surgeon, the surgeon stated that he's been experiencing problems with hs iii. He mentioned that some of the seals did not seem to be unraveling well nor were some of them loading correctly. The number of occurrences, lot numbers, products, or any add'l info is unk. No pt effects reported. Product is not returning as it was discarded.

Manufacturer narrative:
Since the device is not available to be returned to us, a technical eval cannot be performed. We will, however, continue to monitor and trend this type of event to ensure that there is no compromise to quality. A lot history record review could not be completed as the product lot number is unk. Internal file number - (B)(4).